Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the hcp wrote a script for oral pain medication for the patient on (B)(6) 2018. Patient had not been scheduled for revision- his health was too poor at this time. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving morphine, 6 mg/ml concentration at 3.1966 mgg/day dose and fentanyl, 100 mcg/ml concentration at 53.26 mcg/ml dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the rep met patient at rehab facility to check pump as the rep received a call from the healthcare professional (hcp) stating patient reported "my pump was not working". The rep interrogated patient's pump and there were no alarms noted. Patient did report seeing the hcp last week for a catheter dye study and the hcp was unable to complete study. The hcp discussed replacing both catheter and pump. Patient reported feeling increased pain over the past year with even more over the past 6 months. The environmental/external/patient factors that may have led or contributed to the issue was that pain was located in lumbar region of back. The hcp attempted catheter dye study on (B)(6) per the patient. Office was working on authorization for catheter and pump replacement. At the time of this report, the issue had not resolved and patient status was alive-no injury. Surgical intervention was planned and not scheduled. No further complications were reported.